Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg level) of 346 mg/dl. The customer took a correction bolus to stabilize bg level. The customer stated to be unsure on what caused elevated bg level. A system check was performed indicating the pump was functioning as intended. The customer stated to be under a lot of stress. In addition, the customer reported that the fill estimate was inaccurate. Reportedly, the customer only had 25u of insulin left in the cartridge. The customer loaded a new cartridge and the issue was resolved.